Event description:
Per the event report, the physician attempted to cross a calcified circumflex artery with a abbott xience xpedition 3.25 x 15 mm stent. The stent was removed one time and was not reinserted or deployed. After it was removed and inspected, it was noted that one of the stent struts was damaged as if one of the struts was sticking up. A second stent delivery system was removed and un-deployed and again the stent was found to be damaged. No patient harm occurred as a result of either event.what was the original intended procedure?angioplasty to first obtuse marginal branch.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.